Manufacturer narrative:
This 3500a MDR was submitted in error the firmware upgrade was normal. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Firmware update was done. The ipg remains implanted in the patient.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Firmware update was done. The ipg remains implanted in the patient.